Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 39 mg/dl (meter) and 179 mg/dl (lab); 28 mg/dl (meter) and 179 mg/dl (lab). Lab result of 179 mg/dl was not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Caller states there are 5 vials of strips in circulation on the floor and is not sure which vial was involved. Requested return of suspect strips (all 5 vials), and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.